Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the cautery unit would cut but not coagulate. Another eph04 was used and everything worked fine. There was no consequence to the pt.